Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn000108 used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that had been confirmed in the case files provided. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. A log file review confirmed this error message was a result of a known software bug that has been corrected in the release of cori-v1.4.3 software. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc.this situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that, when unlocking the robotic drill to insert the burr, there was about a 20 second pause and then the screen read "error, bad console, call customer support". After exiting the case, had the tech grab a new long attachment, manually push the burr carriage back, and when they went to unlock the robotic drill, the same error was received. They then re-booted the cori properly, and were able to proceed to the same case and successfully unlock the same drill and long attachment and proceed with the case without delay. The patient was not in the room/involved. No other complications were reported.